Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported experiencing blood glucose levels up to 500mg/dl and dizziness after they could not get two pods to connect because of an unspecified communication error. The patient went to (B)(6) hospital and received an unspecified injection to lower the blood glucose. The patient was able to successfully connect and apply a new pod.